Event description:
Event description guidant received information that during the procedure to replace this implantable cardioverter defibrillator (ICD) due to the advisory issued on this model device, one of the lead wires shattered and became free flowing in the right ventricle and potentially in the pulmonary artery of the heart.